Event description:
Affiliate reported the patient lost 30 ml of csf as a result of a hole in the red cap that connects the catheter to an external drainage system.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. H3 other text : investigation in process.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a hole in the plug. Upon further investigation it was found that no other pieces of this lot remained in inventory. During the manufacturing of this device it was determined based on the review of the device history records that this device conformed to the required specifications prior to distribution. This is the first complaint for this product and is considered to be an isolated event. It is not possible to determine the root cause for the problem reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.